Event description:
The device was put down the instrument channel of an adult colonoscope. The forcep became stuck in the channel. The doctor pull on the forcep to remove it and it came unsheathed and broke the head off in the scope. The head had to be forceably removed. There was no change in the plan of patient care and no harm to the patient. To my knowledge (hospital reporter), we have not seen this problem before.